Manufacturer narrative:
A device history record (DHR) review was performed for the lot and no discrepancies that may have contributed to a complaint of this nature were found. The hub assembly and shaft assembly were utilized in the packaging of this lot. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. A sample was received for analysis and investigation. The sample came inside a generic plastic bag and showed signs of use. Visual inspection was performed and it was observed that the shaft of the catheter was not returned. Therefore, the underwater test could not be performed. The reported condition cannot be confirmed. One brand new palindrome ¿ rt was taken as sample in order to perform the correct assembly of the catheter. The d-shaped metal tubes were aligned on the hub/back end assembly with the internal lumens of the catheter tubing. As per the instructions for use, the customer has to perform a visual inspection before using the device. An ishikawa diagram was used to determine the potential causes for this event. Based on process and design failure mode and effects analysis (pfmea and dfmea) and a fish bone diagram possible causes were identified. The reported condition has not been confirmed. Based on the information, the device functioned as intended for an undetermined amount of time and this issue was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended. A cause could not be related to manufacturing activities. Despite the issue could not be confirmed, the most probable root cause could be considered as customer misuse/perception (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) No complaints triggers or trends were identified; therefore further corrective and preventive actions (CAPA) are not required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the junction of the extension tube and bifurcate that was noticed during insertion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the junction of the extension tube and bifurcate.